Event description:
Patient taken to surgery to remove a piece of an inspire device previously place at another location. Manufacturer representative attended the removal procedure so is aware of event. Inspire "lead" found medially adjacent to the inferior pulmonary ligament and removed without need for dissection around the device. FDA safety report ID # (B)(4).